Manufacturer narrative:
(B)(4). Currently, it is unk whether or not the device may have caused or contributed to the event as no product has ben returned. No conclusion can be drawn at this time. We therefore, consider this report complete to the best of our knowledge.

Event description:
Customer called into check if the insulin pump was good to use since she was off the device for about a year. Customer's current blood glucose was 358 mg/dl, treated with manual injection. Troubleshooting was performed. The drive support cap was reported normal. No leaks or air bubbles noted. The device was not programmed correctly. "Customer was advised to doctor for correct settings." Customer was advised to program a normal bolus and it recorded in bolus history. Unable to do perform high pressure test. Customer did not have tubing clamp. Customer was advised it was normal that the device alarmed unexpected restart, external ram error, and displayable history check failed at start up since the device has been stored for a long period of time. The device passed self test. Customer was advised that customer should hold on using the device until high pressure test was done on the device. Customer stated her high blood glucose was related to her therapy because she was not on the device.